Event description:
I was placing a power glide for patient in r [right] basilic. I located vessel and was able to get blood return. I advanced wire without any issues or resistance. I then went to advance catheter. The device split apart at the tip and the catheter would not advance. The patient complained of pain. I attempted to pull device back and at the insertion site, the device was not completely coming out. The skin was being pulled/tugged like the object was larger than the insertion site.